Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high and low blood glucose. High blood glucose level at the time of the incident was 415 mg/dl and low blood glucose level at the time of the incident was 42 mg/dl. Customer stated that she had some alarms go off and had insulin flow block. Customer stated she was getting cannot find sensor signal. Customer declined high blood glucose troubleshooting. Customer stated she had a low blood glucose event for 15 to 20 minutes and had treated with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer uses auto mode feature but customer reported auto mode was not automatically delivering insulin at the time of low blood glucose event. Customer declined low blood glucose troubleshooting. The insulin pump will not be returned for analysis.